Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter shaft was seen to be fractured under the strain relief just below the hub. The catheter shaft was seen to be flat/crushed. During functional inspection the catheter could not be flushed due to the hub being broken/fractured, a 0.0265" patency mandrel was advanced through the catheter with slight friction felt in areas of damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. It was reported that when the distal end of the stent was approximately 7-8 cm away from the tip of the subject microcatheter, the physician encountered significant resistance. After applying a bit more force to advance the stent, the connection between the hub of the microcatheter and the microcatheter body fractured. During analysis, the subject catheter shaft was seen to be fractured under the strain relief just below the hub. The catheter shaft was seen to be flat/crushed. The catheter could not be flushed due to the hub being broken/fractured, a 0.0265" patency mandrel was advanced through the catheter with slight friction felt in areas of damage. Based on a review of all available information and the analysis of the returned device it is probable that manipulation of the device due resistance, and the patient¿s tortuous anatomy would have caused the damage noted during analysis. An assignable cause of procedural factors will be assigned to the as reported 'catheter hub broken/fractured' and the as reported/as analysed 'catheter shaft friction' as well as the as analysed 'catheter shaft broken/fractured during use' and 'catheter shaft flat/crushed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The microcatheter (subject device) was returned for analysis, and it was discovered that the subject microcatheter shaft was seen to be fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.